Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the consumer. It was reported that the cause of the poor coupling was uncertain but the troubleshooting that was performed at the time of the report had resolved the poor coupling. Because of the poor coupling the ins charge was low because it would take a long time to charge it up. Once the poor coupling was resolved the patient was able to charge their ins fully. The cause of the ins depleting every 4 days was believed to be due to the patient's settings and because they use their device all the time. The patient consistently needs to recharge their ins every four days. It was noted the patient's weight when they first noticed the coupling and low ins charge issues was (B)(6). Everything is working fine now. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that there was poor coupling with recharging. The consumer reported that the patient¿s ins battery was low and they couldn't get it charged. The consumer reported 0 coupling boxes while charging and reported that they tried charging for 2 hours on the night prior to the report and the ins battery level didn't increase at all. The consumer reported that they checked the implant with the patient programmer (pp) prior to charging last night and saw that the battery was at around (B)(4). The consumer reported that the healthcare provider (hcp) showed the patient how to charge ins and gave the patient permission to charge the ins. The consumer reported that the recharger showed stimulation was on and ins battery was blinking (B)(4). The consumer reported that when the patient had charged so far, there were never any black coupling boxes. The consumer reported that the patient¿s ins battery was depleted in 4 days and thought it was because the patient left the ins on the whole time. The consumer reported that she tried turning the recharger antenna dial many times last night. The patient was assisted in using antenna locate and attempted a recharge session. The consumer reported 8 coupling boxes then later reported 4 boxes then 6. The consumer also reported that the patient was implanted for neurological pain that goes from the patient¿s back down to his toe. The consumer reported that the patient had really bad chronic back and had back pain for years. The consumer reported that when the hcp turned the ins on it was set of 2.9v. The consumer reported that when the patient was getting pain in his toe they increased stimulation to 4.5v and have left it there. It was confirmed that the pain in the toe was the pain the patient was implanted for. The consumer reported that when stimulation was increased it helped. The consumer reported that after the ins was turned on, they were told it would take 2-3 days to notice anything. The consumer reported that ¿so thursday, friday, saturday the patient was having his ¿normal¿ pain.¿ the consumer reported that the patient wasn't experiencing pain on thursday when the ins was turned on. The consumer reported that the patient ¿had it set so that he was not supposed to feel the impulses otherwise it would always jolt him.¿ the consumer reported that sometimes when ¿you turn it up, he experiences the kind of jolting.¿ when asked if it was a normal stimulation sensation the consumer reported that ¿it probably is, you are probably right, it is probably a normal sensation.¿ no further complications were reported.